Event description:
On 08-dec-2021 a spontaneous report from the united states was received via telephone from a consumer regarding a female consumer (age not provided) who used an unspecified thermacare heat wrap. Medical history included an unspecified surgery. Concomitant products were not provided. On an unspecified date, approximately 13 years ago (relative to (B)(6) 2021), the consumer used an unspecified thermacare heat wrap (lot number and expiration date were unknown) applied topically for to the stomach/abdomen after having surgery. On an unspecified date, approximately 13 years ago (relative to (B)(6) 2021), several hours after the consumer applied a thermacare heat wrap the consumer experienced a burn. The burn resulted in blistering to her stomach. For treatment, the consumer applied an unspecified ointment. She did not seek a medical doctor consult. Approximately 10 days, later the burn healed. The reporter could not provide any further details regarding the thermacare device or of her adverse event experience.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.